Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator failed testing due to a pressure sensor error and active exhalation proportional valve error. The device's blower and tubing need to be replaced to resolve the issue.

Manufacturer narrative:
On previously submitted report a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator failed testing due to a pressure sensor error and active exhalation proportional valve error. The device's blower and tubing need to be replaced to resolve the issue. Further information received- the device failed test step for 240 vac power source averted during testing. The device passed all testing. The reported failure of failed test for 240 vac power source averted is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.